Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the air bubbles are on top of the reservoir. Customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer's daughter stated that the air bubbles are gone.